Event description:
The patient was revised because of infection.

Manufacturer narrative:
No product was returned. The investigation could not verify or identify any evidence of product error contribution to reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the perform investigation, the complaint will be re-opened.